Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the flex deflectable videoscope exhibited noise and no image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported noisy/no image issue could not be determined, however, the issue was likely the result of damage to the image sensor unit and or failure of a circuit board component due to repetitive use stress, external factors and or user handling/mishandling. The event may be prevented by following the instructions for use section below: operation manual, ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system olympus will continue to monitor field performance for this device.